Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Patient code (B)(4) applies to the catheter. Device codes (B)(4) apply to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a patient receiving unknown morphine 3mg/ml for a total dose of 0.7mg/day via an implantable pump for spinal pain. It was reported patient complained to the healthcare professional (hcp) that the catheter was too superficial and that the patient could feel the catheter. Hcp decided to put the catheter deeper in the tissue. The issue was located near the anchor in the back. According to the hcp, they monitored the patient and then ultimately opted for a revision procedure. It was noted that the issue was resolved at time of the report, and the patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur as the patient complained of catheter migration and the catheter was protruding against the skin in their back near the anchor point. It was noted that patient was taken to surgery and the catheter was repositioned by the hcp. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.